Manufacturer narrative:
Product event summary: analysis was able to confirm that the display would not respond to touch. The controller board was replaced and no improvements were noted. The main board was replaced with a known good board and the cursor was able to be moved. The device was scrapped due to lack of parts. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display of the programmer would not respond to touch and would not respond to the stylus. Troubleshooting steps failed to resolve the issue. The programmer is expected for repair. There was no patient involvement.